Event description:
It was further reported that the in stent lesion was 80% stenosed and the vessel was not calcified and mildly tortuous.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4)

Event description:
Same case as mfg. # 2134265-2010-01689. It was reported that during an angioplasty procedure for treatment of a restenosis, a balloon rupture and detachment occurred. The lesion was located in a graft in the left upper arm. The ultra thin diamond 8x8mm balloon was advanced to the lesion and ruptured on the first inflation. The balloon detached from the delivery catheter. The detached balloon was retrieved with a snare. The procedure was completed with another of the same device. No further patient injuries or complications were reported. The patient's condition is reported as "fine."